Event description:
It was reported that the g2 filter, which had been implanted for 35 days, had migrated and was found tilted into renals. No patient injury, filter remains implanted.

Event description:
It was reported that the g2 filter, which was implanted in the suprarenal position, had migrated caudally one day after implanted and was found tilted into renals. No pt injury, filter remains implanted.